Manufacturer narrative:
Product complaint # (B)(4). (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: update 27-jan-2021: the investigation was re-opened upon receipt of additional information. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
It was reported that the patient received subject knee replacement (B)(6) 2019. From (B)(6) 2020 to (B)(6) 2020 he experienced pain, instability, edema, walking difficulty, and stiffness. His leg gave out several times and he heard a clunking noise when walking. Patient was revised on (B)(6) 2021. Doi: (B)(6) 2019, dor: (B)(6) 2021, left knee.